Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced without complication, due to the patient's unexpected post operative refraction.

Manufacturer narrative:
The lens was analyzed and the diopter measured correct as labeled. Batch records were reviewed, and showed no deviations. Visual inspection of the optic took place, and no optical deviations could be found. The physician stated there was nothing wrong with the lens, patient needed a different size. Based on our investigation, we have no reason to suspect this report is manufacturing related.